Event description:
Medtronic received a report that the clinician gained access and advanced distal to the aneurism. Once phenom was in position, advanced the pipeline shield 4x35. When in position and trying to deploy the pipeline, the distal end would not fully open. Clinician then re-sheathed the pipeline and tried again, the distal end again did not open and then re-sheathed. Clinician then pulled the whole system proximal and tried again, in case it was the vessel, again the distal end failed again to open and he could see the proximal end not opening. Clinician re-sheathed and removed from pt and deployed on the table to find the distal and proximal ends initially failing to open, then given a tap and then it opened, but it was too late as was outside the pt. They then tried the vantage ped3-027-500-25 and this worked. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps included using the pusher wire. The pipeline was removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for flow diversion treatment of a fusiform, unruptured aneurysm located in the left internal carotid artery (ica) proximal cavernous segment. The landing zone was 4.4mm distally and 4.7mm proximally.  It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was fine. Ancillary devices include an unknown sheath, phenom 27 ja22-012 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: no anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.